Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use with left ventricular (lv) lead, the guide wire was destroyed. The guide wire was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis of the returned guidewire noted damage during use. Analysis revealed the stylet/guidewire was broken, the stylet/guidewire was kinked/buckled, the guidewire was unraveled. Additional analysis of the returned guide wire noted one lv zinger guide wire with no original packaging. As received the wire was coil wrapped in a pouch. The wire is stretched and missing the distal tip. From the proximal end of the wire to the distal end of the core wire measures approximately 176cm indicating approximately 2cm of the wire is missing including the distal bond joint, solder tip and ribbon. The blood was cleaned from end of wire with warm water. The broke end of the coil is visible. The break occurred on the proximal side of the distal bond joint. Proximal bond shows coil stretched in a distal direction. It appears the wire was torqued beyond the design requirements. No manufacturing root cause identified. The detached tip of the wire was not returned.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the stylet/guidewire was kinked/buckled, the guidewire was unraveled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.